Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery), the location of the damage was at the keypad and case of the battery tube side. The customer reported that the labeling and packaging of the serial number were faded on the pump. The customer stated that the pump was exposed to water, and the flashing medtronic logo was on the screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage, flashing the medtronic logo, and the serialized device was replaced. Troubleshooting was performed for the critical pump error, which explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the labeling issue; the product labels are reported as missing, removed, worn, faded, or damaged following usage. Troubleshooting was performed for the fluid in the pump, and the fluid was present in the pump. The pump did not return to normal function, or fluid was reported under the lcd, or the customer reports hearing fluid when shaking the pump. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, cracked case, battery tube threads - cracked, label damage (faded and stained) and cracked case (battery tube). Flashing medtronic logo was observed during analysis due to moisture damage on pcba 1, pcba 2, force sensor and motor. Unable to test for critical pump error (open book image) alarm due to flashing medtronic logo. Critical pump error 35 alarm unknown. Cosmetic damage confirmed at the battery tube side and serial number label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.